Event description:
The user stated she was randomly getting zero results on patient samples. Five patient plasma samples were involved, three were discrepant. Sample 1 initial result for creatinine was 0.0 mg per dl on the p3 analyzer. This result was accompanied by a data alarm. It was manually repeated on the p1 analyzer and recovered 1.1 mg per dl. Sample 2 initial result for creatinine was 0.0 mg per dl on the p3 analyzer. This result was accompanied by a data alarm. It was manually repeated on the p1 analyzer and recovered 1.0 mg per dl. Sample 3 had an initial calcium result of 0 mg per dl that was automatically repeated on the same analyzer and recovered 8.2 mg per dl. The erroneous results were not released because they have set up alarms in their lis system to catch zero results before they are auto-verified by the system. The field service representative determined there was contamination and the sample probe was partially clogged. He cleaned and flushed the sample probe, checked the alignment of sample, r1 and r2 probes, checked the cell wash, cell blank and detergent dispense levels. To verify the analyzer operation, he ran diagnostic tests, calibration, controls and samples and could not duplicate the error. The system was verified to be operation per specification.